Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a blood back. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. To resolve the issue the fse replaced the cable clamp, purge valve assembly, transducer block, fill manifold, insulator drive manifold, hose barb, bracket fill manifold, tubing, luer, reservoir assembly, tubing blood detect, assembly crm, manifold drive contaminated by blood back. The unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon the completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(impact codes).

Event description:
N/a.